Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the wound drain was being guided into position by the robotic wrist instrument, the device broke. The pieces were allegedly immediately removed and there was no delay to the procedure, prolonged anesthesia use, or impact to the patient. It was later reported that the drain was replaced during surgery without impact to the patient.

Manufacturer narrative:
Received 1 used wound drain only. The part number was unknown. The visual inspection noted that the drain appeared to be broken towards the end and a tear/hole was also noted. The broken piece was not returned with the sample. The reported issue was confirmed with an unknown cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "additional perforations should not be made in the drains; avoid suturing through drains; drains should lie flat and in line with the skin exit areas; particular care should be taken to avoid any obstacles to the drain exit path; drains should be checked during closure for free motion to avoid possibility of breakage; drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the wound drain was being guided into position by the robotic wrist instrument, the device broke. The pieces were allegedly immediately removed and there was no delay to the procedure, prolonged anesthesia use, or impact to the patient. It was later reported that the drain was replaced during surgery without impact to the patient.